Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative found that the winch sprocket for the door was broken from being over torqued during the reported incident. The representative then replaced the winch assembly. The imaging system then passed the system checkout and was found to be fully functional. The winch assembly was returned to the manufacturer for analysis. Testing found that the bent gear drive teeth were present. This confirmed a mechanical failure due to damage caused by the user. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, the gantry door shut on a cable and a 3d spin was taken. The site was unable to manually open the door. No additional information was provided. To complete the procedure, the patient had to be moved to a different table. No information was provided on the delay to the procedure. There was no impact on patient outcome.